Event description:
A malfunction occurred with the customer's pump, designated by malfunction code 16. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.